Manufacturer narrative:
(B)(4). Device labeling addresses the reported event of seroma as follows: postoperative hematoma and seroma may contribute to infection and/or capsular contracture. Postoperative hematoma and seroma may be minimized by meticulous attention to hemostasis during surgery, and possibly postoperative use of a closed drainage system. Persistent, excessive bleeding must be controlled before the device is implanted. Any postoperative evacuation of hematoma or seroma must be conducted with care to avoid damage to the breast implant.

Event description:
Doctor reported events of cellulitis and fluid accumulation on right side. Surgery performed on (B)(6) 2012 for "drainage and closure, debridement, removal/replace intact implant."